Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the computer was replaced. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the navigation system could not receive exams from the imaging system. It was noted that the same exams from the imaging system were able to send to another navigation system without issue. The application was uninstalled and reinstalled but it did not resolve the issue. It was further reported that the system was able to verify the navigation system but was not pushing the exam over. It was noted that bypassing the bulkhead did not resolve the issue. The manufacturer representative swapped to cranial and was able to push the same exam to the cranial software. It was noted that the spine software was uninstalled and unused shared resources were removed. It was unknown at the time if this resolved the issue. Additional information was received from the manufacturer representative. It was reported that after uninstalling the software, it would not install again and showed that it failed. Therefore, a computer was being shipped. It was further reported on (B)(6) 2021 by the manufacturer representative that the computer was always able to connect to the picture archiving and communications system (pacs). However, the computer was just never able to transfer an image from the imaging system to the navigation system. After uninstalling and re-installing, the computer was not working and needed to be swapped out. The manufacture representative stated that everything seemed to be working fine once the computer was replaced. It was noted that the computer would be sent back for analysis. No patient involvement was reported.